Manufacturer narrative:
Safety bar.

Event description:
It was reported by service report that the cot has a broken safety bar. It is unk if there was pt involvement or if there are adverse consequences to report.